Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site and the ipg was not charging properly. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing pain at the pocket site and the ipg was not charging properly. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. Additional information was received that the explanted ipg was retained by the medical facility and will not be returned.